Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any issues related to the reported condition, although scratch marks were found on the disconnect cap's outer surface. The critical dimensions of the device were measured and found to be within specification. A leak test was performed in which air pressure was applied to the transfer set underwater, with the disconnect cap connected. The device passed, as rising air bubbles were not observed. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the spike connector cover was separated from the spike of a uv flash disconnect cap set. This was identified during use. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.